Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose at the time of incident was unknown. Customer states the pump still blank. The insulin pump back side was damaged. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform functional testing including the operating currents and self test due to blank display. Device received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted.